Event description:
It was reported that the patient states that this implantable cardioverter defibrillator (ICD) was not implanted correctly that the the physician needed to re-implant device twice and a cangaroo pouch was used. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.